Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 580 mg/dl and a 14 unit bolus was delivered to address bg. Customer was not feeling well and after going to the emergency room, was admitted to the hospital for diabetic ketoacidosis (dka). Electrocardiogram and vital checks were performed. An unknown narcotic was administered prior to being admitted to the hospital. Customer could not recall further treatment. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2018 with no permanent injury. Cause of elevated bg was not known. Tandem technical support performed a pump system check and pump was found to be operating as intended. Reportedly, customer discussed the event with their endocrinologist.